Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent signal loss between a dexcom g6 sensor/transmitter and the ilet, while the dexcom app continued to display glucose readings, leading to missed insulin delivery from the ilet. Symptoms included hyperglycemia with a reported high of 309 mg/dl for approximately three hours, without ketone testing, medical intervention, or backup therapy. Outcomes included delayed insulin delivery until device replacement restored connectivity. Investigation included guided troubleshooting, verification of sensor and transmitter identifiers, bluetooth checks, repeated reentry of sensor and transmitter information, device restarts, apple watch disconnection, data sync, and an engineering log review, followed by device replacement. Investigation of this case revealed inconclusive log findings and resolution after replacement of the ilet, consistent with a device communication malfunction affecting sensor-to-pump connectivity. It was concluded, based on previously established findings for similar reports, that the cause was likely a device malfunction related to communication failure.